Manufacturer narrative:
A representative sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after giving a patient an injection with a 27 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle, the safety cover came off during activation and a healthcare worker obtained a contaminated needle stick injury. The source patient received post exposure lab work. The initial reporter could not verify the results of the lab work and could not confirm if the healthcare worker received any lab work or medical interventions.

Manufacturer narrative:
Results: two open 1ml syringes with eclipse needles were returned for evaluation. A visual inspection revealed that the needles were already attached to syringes and that one needle was already activated. A note was included with the samples which stated the two returned samples were clean samples and they had not been used on patients. The sample that was not activated was activated per the IFU and no abnormalities were observed with the safety mechanism. The safety shield did not disengage from the needle hub. It was properly secured to the needle hub before and after activation. A review of the device history record revealed no irregularities during the manufacture and a manufacturing review revealed that the incident was not affected by pm, calibration, or equipment for the reported lot # 5231375. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.